Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump was alarming no disposable clamp tubing for the second time that day. The process was stopped and yet it was alarming. The device was powered off and line was clamped. The patient did not want to remove the cassette but wanted to proceed to appointment. No patient injury was reported.